Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 3 events were reported for this quarter. Product return status 2 devices were not available for evaluation. 1 device investigation type has not yet been determined. Additional information 3 devices were not labeled for single-use. 3 devices were not reprocessed or reused.

Event description:
This report summarizes 3 malfunction events in which the device or cutting accessory fractured. 2 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: h6, h11. 3 previously reported events are included in this follow-up record. Product return status: 1 device was received. 2 devices were not available for evaluation.

Event description:
This report summarizes 3 malfunction events in which the device or cutting accessory fractured. 2 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.